Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not feel a stimulation sensation. The pt's colon was "going crazy" and the pt developed abdominal infections. The pt was in fair condition. It was noted that the lead was malfunctioning and causing pain. The pt was going to schedule a revision. Additional info has been requested but was not available as of the date of this report.